Event description:
Architect analyzer generated (B)(6) confirmatory results on a patient known to be (B)(6).

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, sensitivity testing, and a review of labeling. A review of complaints determined that there is no unusual complaint activity for architect (B)(6) qualitative ii confirmatory reagent list 2g23-25, lot 22398lf00. Accuracy testing was completed using (B)(6) panels with a retained kit of reagent lot 22398lf00, which met acceptance criteria. A review of manufacturing and quality testing records was performed for architect (B)(6) qualitative ii reagent 2g23-25 lot 22398lf00 and no issues were identified. (B)(6) dna sequencing was completed for this sample by the customer. A review of those results indicates that this patient is harbouring (B)(6) and a number of mutations have been detected in the (B)(6) and the rt domain. The inability of the confirmatory assay to neutralise the (B)(6) sample was due to the presence of mutations ((B)(6)) in the (B)(6) determinant of the hbv s gene, which codes for (B)(6) and the mutant neutralizing capability of the (B)(6) plasma used in the neutralization solution. The complaint investigation has concluded that architect (B)(6) qualitative ii confirmatory reagent ln 2g23-25 lot 22398lf00 is performing acceptably. No product deficiency was identified during the investigation of this complaint, however a malfunction was identified as the architect (B)(6) assay could not neutralise a (B)(6) sample which clinical evidence and additional testing data indicate that (B)(6) presence should be confirmed.

Manufacturer narrative:
(B)(4) - (B)(6) result, no consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23, that has similar products distributed in the us, list numbers 1l81 and 4p54.